Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had been in the rain. During troubleshooting with tandem technical support, the malfunction alarm was cleared. There was no reported adverse impact to the customer¿s blood glucose level.